Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding / abnormal bleeding (general)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included norethisterone (mini pill) since 2005. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"), 11 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy: nickel / nickel allergy"), nausea ("nausea"), fatigue ("fatigue"), hypoaesthesia ("neurological conditions or problems type: numbness") and abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced nervous system disorder ("nuero condition/problems"), headache ("headaches"), metrorrhagia ("hormonal changes describe: bleeding between periods") and dysmenorrhoea ("dysmennorhea(cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, tooth disorder, nervous system disorder, headache, metrorrhagia, migraine, hypoaesthesia, abdominal pain lower and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain, back pain, female sexual dysfunction, vaginal discharge, nausea and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 (summons) and (B)(6) 2008 (pfs) patient received treatment for general abnormal bleeding. Aster the coils were placed. There were seven coils protruding from right fallopian tubes and four coils protruding from left fallopian tube. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal, back, apareunia, general abnormal bleeding, allergy: nickel, vaginal discharge, dental problems, nausea, migraine, headaches, fatigue, did not undergo confirmation test, hormonal changes describe: bleeding between periods, migraines / headaches, neurological conditions or problems type: numbness, cramping. Reporter information, aka name, concomitant drug were added. Follow up 2 and 3 processed together. On (B)(6) 2019: follow up 2 and 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.